Event description:
Hill-rom received a report from a hill-rom technician stating the brake was not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake not holding due to the rollers on brake block were worn out and had grooves worn in them. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the worn rollers on the brake block to resolve the issue. Based on this information, no further action is required.